Manufacturer narrative:
(B)(4). Month and day unknown. Only year (2019) is known. Batch #:r5a55p. Device evaluation summary: the analysis found that one ntlc75 device was returned with the saddle pin loose, both bearings missing from the saddle pin and with no reload present. No functional test was performed due to the condition of the device. The condition of the saddle pin is consistent with a poor riveting, causing the saddle pin to be loose and the bearings to come off. This defect has been correlated to a manufacturing process.  A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, there was a ntlc firing knob malfunction. It is said that turning the launch handle back was more difficult than usual. There was no effect on the patient.